Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were not getting expected red alarm "pop ups" on their monitors. No patient harm was reported.

Manufacturer narrative:
Phone number removed. Unable to confirm device serial number